Manufacturer narrative:
(B)(4).the sample is reported to be available but has not been received for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: the customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. The sample arrived out of the pouch and fully primed. Visual inspection showed that the customer had drawn an arrow on the pump chamber pointing at the leak location. The pump chamber was hand squeezed which, confirmed a small leak between the pump chamber and the bottom/end cap seal. The cause was determined to be a gap in the seal. A batch review could not be performed as the lot number is unknown. The hand pump component is purchased from a supplier, therefore, a supplier corrective action report (scar) was issued to the supplier.

Event description:
The customer reported to baxter healthcare regarding the clearlink y-type blood set with hand pump in which the nurse was priming the set with saline when the solution came out of the tubing and onto the nurse due to a hole in the "squeeze chamber". The condition occurred almost immediately on (B)(6), 2011. The tubing was replaced, and there was no patient involvement, injury, or medical intervention necessary. No additional information is available.